Event description:
In 2003, the following event was reported by a bsc company rep, this pt was treated for a wide neck, non-ruptured pcomm aneurysm, not previously treated. The pt first received a 4.0 x 15mm neuroform microdelivery stent system in the ica in the vicinity of the neck. One distal stent leg dropped into the aneurysm neck, so a second stent, 3.5 x 20mm was used to provide good stent coverage to the distal neck. The pt received standard anticoagulant and antiplatelet therapy associated with stent placement. The pt then received 6 matrix coils, starting with a 6mm x 10cm standard 3d. Eight gdc coils followed, beginning with a 2mm x 6cmus. The pt woke up from the procedure completely normal. The next morning the pt demonstrated left arm weakness and angio showed occluded right distal mca branch. The pt was thrombolysed with tpa and reopro and at that time there was massive hemorrhage conversion of the infarction and the pt expired. The thought is the dual stent combination played a role in the thrombosis. It is doubted the matrix/gdc complex played a role.